Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump was unresponsive. There was no reported impact to the customer's blood glucose level. The customer connected the pump to a power source to charge for one hour and the pump briefly turned on but was subsequently unresponsive and hot to touch. Reportedly, the customer has manual injections available as alternate insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified.